Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Inspection of the blocker revealed no deformation and indentation of its base. This suggests that the blockers did not experience a sufficient tightening torque as the blocker did not press into the rod. Conclusion: the most likely cause of the customer reported event is an insufficient tightening torque during final tightening.

Event description:
It was reported that blocking screw in s1 got loose.

Event description:
It was reported that blocking screw in s1 got loose.